Event description:
Baxter received a customer complaint in which a baxter infusion device exhibited a ruptured reservoir at the end of the infusion. The device contained 4g of amoxicillin and 250 ml of 0.9 ml sodium chloride. No patient injury or medical intervention resulted from this incident.